Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
There was an order for restoration modular bha (including grip plate) from dealer on april 30. It was going to be used for subtrochanteric fracture on may 6. Sales rep couldn't have a meeting due to national holidays. Fracture was lateral, but surgeon decided to remove bone fragment containing the greater trochanter and use the stem. Sales rep told him that the proximal body of the stem was exposed and there was a risk of breakage. However, he insisted that fracture side is paralyzed, and carried out the operation. Since there was no greater trochanter, no calker, and no rotation index, version control did not work well. Although considerably back twisted, he thought it would not be dislocated. From assistant's view, it was already subluxed.